Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: a review of the black box showed unexplained power on reset events following a call service 064 motor error alarm, and a call service 052/054 slave error. No battery cap or cartridge cap were returned. All testing was performed with test caps. Evidence of moisture was found behind the display lens. The pump powered up with a test battery cap to a fully illuminated display with no auditory or vibratory alarms. The battery cap fully tightened to the pump. The battery compartment was cracked in the thread area, and below the grip pad. No moisture was found in the battery compartment. During investigation, a hard call service 078 motor rewind error occurred during each rewind attempt. A leak was found in the display lens. The pump case was removed to find moisture inside the pump on the power printed circuit board, motor circuit, and other components. A no power event was unable to be duplicated during investigation, and was unable to be fully investigated due to the inability to run 24 hour testing.